Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025 . Date of event is an approximation. On (B)(6) 2025 , it was reported that the patient developed a redness, itching, inflammation, swelling, and blisters under the sensor overlay patch. Prior to sensor insertion the area was prepped with alcohol. The patient consulted a physician who assessed and cleaned the area, applied otc bacitracin ointment, and prescribed an oral antibiotic medication (cephalexin unspecified dosage for 8 days). At the time of the report, the reaction healed after the course of antibiotic treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.